Event description:
Hcp reported pt presented with signs of an infection of the device pocket. These include redness and drainage. Unknown if cultures were obtained. The pt was treated with IV antibiotics, oral antibiotics, and had pouch revision. Date of pouch revision is unknown. Hcp reprots pt's infection is now resolved with drug withdrawal symptoms including: hcp report pt did experince drug withdrawal due to the fact the pump rate was decreased to extend refill time to give the area time to heal. Other risk factors are unknown.